Event description:
It was reported to siemens that a malfunction occurred while operating the somatom definition as CT system. On (B)(6) 2024, the customer stated that the scan of a stroke patient was not able to be performed. Therefore, the patient was transferred to another facility for scanning. The delay lasted approximately 90 minutes. No further patient information was provided by the customer and no negative health consequence was reported.

Manufacturer narrative:
Siemens has completed an investigation of the event. Based on event log analysis it was determined that the patient scan could not be loaded because some scan parameters were evaluated by the system as invalid and needed to be corrected by the operator. Therefore, the load button was not enabled / usable for the customer and the examination could not be performed. The investigation of the tube history showed no abnormalities. Furthermore, the event log showed that another patient was successfully scanned approximately 15 minutes after the affected stroke patient. The customer has not reported this failure again. The investigation of the reported event has not identified a general design or systematic issue.